Manufacturer narrative:
One (1) was returned for evaluation. The complaint could not be confirmed, as the insertion device was received without the sutures or implants. A visual examination confirmed no visible damage was noted to the parts returned. The actuator was received with the handle in the post-t2 deployment position. The device was functionally tested and was found to actuate as designed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for manufactured lot number on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During an unknown procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the subject device would not deploy. No additional information has been provided. (B)(4).